Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A stryker micro reciprocating saw was sent in for repair because it was running while on safe mode. No adverse event was associated with the device; the procedure was completed with another device.